Event description:
It was reported that an exactamix 500 ml eva tpn bag leaked. This was observed during compounding. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h4, h6 (update codes), h11. H4: the lot was manufactured between september 06, 2023 and september 07, 2023. H11: the actual device was provided for evaluation. Visual inspection of returned sample did not identify any abnormalities that could have contributed to the reported condition. Functional leak testing was performed, and a leak was observed at the administration spike port bonding area. The reported condition was verified. The cause of the condition could not be determined; however, is most likely due to inadequate or lack of cyclohexanone being applied to the spike port cap tube when it was inserted into the spike port during the manufacturing process causing an incorrect bonding. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.